Event description:
Reportedly, the device was fired and the surgeon had difficulty removing the instrument. They discovered that the resection was not complete and that the staples were not formed. They had to finish operation with another ppceea. No pt injury.